Event description:
The customer called and reported that the buttons on the insulin pump were not responding and the screen was scrolling. Customer's blood glucose was 118 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage on the keypad traces. No anomaly involving scrolling numbers on the display was noted. The device was also received with minor scratches on the display window, a cracked reservoir tube lip, and a scratched reservoir tube window.